Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found to that the c-34 hf voltage issue was confirmed remotely and during on-site testing. No visual issues were found. The erbe displayed the c-34 error on startup, and failure analysis attributed the root cause to this hf voltage issue. Unit will be sent to original equipment manufacturer (OEM) for further analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe unit encountered a c-34 fault during surgery. The operating room staff was instructed to disconnect the power cord for two minutes, but they were unable to perform troubleshooting during the procedure. It was communicated that the erbe unit required service, prompting the staff to obtain a backup generator and energy activation cable to proceed with the surgery using bipolar energy, as monopolar was rendered non-functional due to the fault. The operating room staff requested that a field service engineer contact them as soon as possible to discuss service needs. The customer called back to request a status update on the next steps regarding the issue. It was advised that a field service order had been dispatched, and the field service engineer would contact them to arrange a time. The caller mentioned that the current surgeon could manage with just cutting functions but expressed uncertainty about the upcoming and next day's cases. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.